Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer indicating the patient first started experiencing the broken catheter on (B)(6) 2009. The symptoms experienced related to the reported broken catheter included not being able to get the pain to go away. It was noted fentanyl was the medication in the pump at the time of the broken catheter. The broken catheter had not been resolved at the time of this report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the catheter to the pump was broken. The patient was beaten in a home invasion about seven years ago (from (B)(6) 2015). As a result, the patient spent the last seven years in prison. He continued to have his pump filled during that time. He did not find out until recently that the catheter was broken and had been broken. When he was having his pump filled (while in prison) the drug was going to the wrong place and ended up pooling in his stomach. He would be getting a new pump soon, and they would replace the entire system. Drug information on the medication being delivered by the system was unknown. The indications for use were non-malignant pain and radicular pain syndrome (radiculopathies). Additional information has been requested regarding the timeline of this event, additional symptoms, the medication being delivered by the system, and whether or not the issue had been resolved. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer. It was reported that the patient was not getting pain relief from the broken catheter. The broken catheter had not been resolved. If additional information is received, a follow-up report will be submitted.